Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and DHR reviews are not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported that after cataract surgery on her left eye, the facial drape was removed causing irritation and a red rash. A few days after the surgery, she went to the emergency room due to the rash and was prescribed acyclovir 800mg. A few months later, she went to the dermatologist because even though the rash had healed, when she gets hot, markings appear where the drape was; cortisone ointment was prescribed.